Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing an arrhythmia and received four anti-tachycardia pacing (atp) and nine shocks. It was noted that the rhythm appeared atrial or sinus driven and a rapid ventricular response (rvr) may have occurred as a result of the arrhythmia. The delivered therapy may have been inappropriate and did not convert the rhythm. No adverse patient effects were reported. This ICD remains in service.